Event description:
Consumer complaint of low blood results. Customer normally is 75mg/dl fasting and 130mg/dl after eating. Customer went to lab and had a blood glucose test performed with a result of 11mg/dl. Thirty minutes later the customer performed a blood test on the meter with a result of 60mg/dl. Last results in memory were 56mg/dl, 165mg/dl, 60mg/dl, 105mg/dl, 127mg/dl, 176mg/dl, 63mg/dl, 121mg/dl and 108mg/dl. Based on parkes error grid analysis, the bias between the lowest result given on the meter (60) and the laboratory result (11) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of low blood results. Customer normally is 75mg/dl fasting and 130mg/dl after eating. Customer went to lab and had a blood glucose test performed with a result of 111mg/dl. 30 minutes later the customer performed a blood test on the meter with a result of 60mg/dl. Last results in memory were 56mg/dl, 165mg/dl, 60mg/dl, 105mg/dl, 127mg/dl, 176mg/dl, 63mg/dl, 121mg/dl and 108mg/dl. Based on parkes error grid analysis, the bias between the lowest result given on the meter (60) and the laboratory result (111) is located in zone b/c. No adverse event reported.